Manufacturer narrative:
The suretrak clamp was returned to medtronic for evaluation. The adjustment screw and collar of the returned clamp had tool marks all around the outside edge, but were not stripped. The collar had been backed out of the clamp base rendering the adjustment screw unusable. The analyst was able to thread the collar back into the clamp base to return the clamp to normal function. Analysis determined there was a physical damage failure with the returned suretrak clamp. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the suretrak clamp had been stripped. There was no patient involvement.